Event description:
After prolonged and continuous use of this energy device on a large myoma, the instrument was generating error message of "clean instrument" so much that it was delaying procedure so surgeon asked for a new device.